Event description:
Patient presented to the physician with migration and flipping of the ipg within the pocket, resulting in pain. Physician brought the patient into the operating room, removed the ipg and a portion of the stimulation lead, and closed.